Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer can continue using the pump and was advised to call back if the issue reappears.